Event description:
The customer reported that a pt coded while being monitored on a wireless x2 monitor and no data showed during the timeframe.

Manufacturer narrative:
(B)(4). The customer reported that a pt coded while expected to have been monitored on a wireless x2 monitor and no data showed during the timeframe. The code was witnessed by the attending nurse, so the lack of monitoring was not a factor in any pt outcome or need for intervention. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.